Manufacturer narrative:
Replaced ac power plug. Also cut wiring back and restripped wiring in case of bad wiring in strain relief. Bed found in hallway near bed shop. No notes. Bad plug found in pm process. No injuries or incidents reported.

Event description:
Sporadic ground ac plug was old style and didn't tighten very tight.